Event description:
It was reported that while using the bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) that there was 3 false negatives. The following information was provided by the initial reporter: all peds vials showed growth for the 5 samples, same for 2 of the lytic vials, but 3 lytic vials did not flag positive. Customer decided to do blind subculture after about 3-4 days protocol time in fx, and growth was verified from all 3 vials. So we have false negative vials. The vials were blind cultured yesterday and re-loaded in fx, they are still ongoing. We have received the log-files from the customer if tsc like to have a look.

Manufacturer narrative:
H.6 investigation summary: customer reported a false negative result. Bd was unable to reproduce customer¿s experience with bactec product. Satisfactory results were obtained from retention samples when tested for microbial instrument detection as per quality procedures. Batch history record review did not identify any evidence for which the customer submitted the complaint (i.e. False negative). Microbial instrument detection indicated that the product is performing as expected. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch record review results. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. The specimen must be collected using sterile techniques to reduce the chance of contamination. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process. Plot assessment: the logs for ft5007 have been reviewed for any errors or issues. The customer was performing workflow on (B)(6) @ 16:21; 10 vials were inserted into drawer b, row h (no further vial entry). Five vials were peds media, and five vials were anaerobic plus. The first positive result occurred on (B)(6) @ 23:16 (446560701390); the last positive occurred on (B)(6) @ 00:28 (449493969350). The three vials in question were removed from the instrument on (B)(6) @ 13:44. Note: none were reported negative by the instrument. The three vials were re-inserted into the same drawer/station on (B)(6) @ 13:51. All protocols were restarted upon re-insertion. During the time the vials were in the instrument, there were no anomalies, errors, or power fails reported for ft5007, and the drawer b temperature was stable.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) that there was 3 false negatives. The following information was provided by the initial reporter: all peds vials showed growth for the 5 samples, same for 2 of the lytic vials, but 3 lytic vials did not flag positive. Customer decided to do blind subculture after about 3-4 days protocol time in fx, and growth was verified from all 3 vials. So we have false negative vials. The vials were blind cultured yesterday and re-loaded in fx, they are still ongoing. We have received the log-files from the customer if tsc like to have a look.